Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (failed power-on self-test) has been confirmed. Upon investigation the integrated charger would not charge a battery pack, indicating a charger failure. The charger was returned to the vendor for further investigation. The root cause for the defective charger was unable to be positively identified and is be investigated by the vendor. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a charger failed a power-on self-test.